Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. A visual inspection was performed and revealed that the tube was disconnected from the drip chamber. Upon closer inspection, it was discovered that the tube end was only inserted up to the shroud of the chamber. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flo-gard IV solution administration set¿s tubing disconnected from the drip chamber, causing parenteral nutrition to leak. This occurred after attaching the set to the patient. The set was replaced and infusion was completed with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.